Event description:
Event description cpi received information that a patient with an epicardial lead system (0030) was receiving inappropriate shocks. They went in and capped the leads, and replaced the patients lead and device at the same time.